Manufacturer narrative:
Device evaluation: the carefusion factory service team received the suspected user interface module (uim) and performed an investigation for the reported issue. The factory service team was able to duplicate the reported issue and isolate it to the control pcba board with a corrupt bootloader. The bootloader was reloaded and the uim was tested per procedure. No further investigation is required. The device was repaired and returned to the customer operating to service specifications.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the user interface model (uim) touchscreen is blank but led's light up on the avea ventilator. The customer stated there was no patient involvement associated with this event. Carefusion is currently waiting for component for evaluation.